Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 5 of 5 of treatment and the patient bypassed to dwell 5 of 5 of treatment. The patient stated a fluid leak was noted the morning after the reported alarm issue. It was unknown if treatment was completed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No fluid came into contact with the cycler. The patient was advised to continue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but was not received to date.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 5 of 5 of treatment and the patient bypassed to dwell 5 of 5 of treatment. The patient stated a fluid leak was noted the morning after the reported alarm issue. It was unknown if treatment was completed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No fluid came into contact with the cycler. The patient was advised to continue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up, the pdrn patient stated there was a fluid leak from the cycler's cassette due to a rupture on the cassette. Per pdrn the patient discontinued treatment and was able to revert the alternate treatment. The patient notified the pdrn and no change was noted to the patient's status as it related to the reported event. No additional information was provided to date.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 5 of 5 of treatment and the patient bypassed to dwell 5 of 5 of treatment. The patient stated a fluid leak was noted the morning after the reported alarm issue. It was unknown if treatment was completed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No fluid came into contact with the cycler. The patient was advised to continue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indication of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the post-accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A review of the device history record (DHR) found that the disinfection form (p/n 507957) marked "fluid present on pump" by failure analysis (B)(6) 2020. Mushroom head check passed (B)(6) 2020. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a make sure hb is on ht message that occurred during fill 1 of 5 of treatment. The patient stated after also receiving an m31 air detected in cassette alarm during fill 5 of 5 of treatment a fluid leak was noted from the cassette after treatment was cancelled. The patient contact stated the patient line disconnected from the patient and treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. No fluid came into contact with the cycler. The patient was advised to continue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but was not received to date.